Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a plum set which the customer stated that the vent hole was closed, but leaked chemotherapy drugs. There is no report of patient involvement and no report of human harm. There is no additional information provided.